Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that the battery was warm to the touch while charging. Reportedly, the customer continued to use the pump for insulin therapy. There was no adverse impact to customer's blood glucose level.